Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in pacing impedance measurements. The increase was greater than 500 ohms, but the pacing impedance measurement was still within range, and all other measurements were normal. There were no adverse patient effects reported. Subsequently, additional information was received that a red alert was detected due to a high out of range pacing impedance measurement. It was suspected this rv lead was fractured, so a revision procedure was performed. During explant, difficulty was encountered when trying to remove this rv lead due to strong adhesion between the associated right atrial (ra) lead and the proximal coil of this rv lead. The physician used the needle's eye snare device to explant the rv and ra leads. The rv lead proximal coil, however, detached from the lead, and had to be explanted separately. A new rv lead was implanted, but the ra port was plugged. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection indicated this lead was returned severed in 4 pieces. The lead has been destroyed. There were multiple cuts, deformed coils, tears and stretched portions on the lead segments. There is some residual calcification noted on this leads mesh tip. Depending on how much calcification was on the tip before the lead was explanted, the impedance measurement could have been affected. As stimulation threshold and sensing are possible, a fracture is unlikely. Analysis confirmed the lead had been destroyed during explant, but lead fracture was not confirmed.